Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system then passed the system checkout and was found to be fully functional.. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported when the system was powered on it would power off completely after about 5 minutes. The power supply was swapped to a known working outlet and the system was able to power up. It was noted that both outlets were red. The healthcare professional (hcp) was then able to prepare for surgery and stated that they would call back if there was another shutdown. A manufacturer representative (rep) reported that the system powered down twice before the case while plugged into the same outlet. The rep noted that they were unable to replicate the issue. The site did not hear any beeping, but that was not surprising as they were in and out of the or doing other stuff and other things were beeping in the or. A voicemail was left with a biomed to see if they could test the outlet even if it was intermittent since it had worked fine for the rep. The rep checked the internal connections and they were tight. The rep was not able to replicate the issue and the outlet appeared to be functioning. The hospital was encouraged to do a work order for the outlet but nothing had been heard back at the time of report. There was no patient presence and the surgeon was aware of the issue.